Event description:
It was reported that during an implant procedure, two guidewires were attempted to be advanced into the lumen of the left ventricular lead but could not be. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor was obstructed because the stylet/guidewire was stuck in the lumen. Visual analysis noted the lead was damaged at implant. It was additionally noted that there was a broken-off distal segment of guidewire stuck in lumen of lead at 85.2 centimeters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.